Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date. The stm evaluated the unit and discovered that the power supply was not reading the battery voltage. The stm replaced the power supply and the unit passed all calibration, functional and safety tests performed. The stm completed the pm and the iabp unit was returned to the customer and cleared for clinical use. The initial reporter named, is a getinge employee whose contact details are: (B)(6) which differs from that of the event site.

Event description:
It was reported that during preventative maintenance (pm) performed by a getinge service territory manager (stm), the cs300 intra-aortic balloon pump (iabp) displayed a false low battery alarm with a fully charged battery. There was no patient involvement and no adverse event was reported.